Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) alleging that her onetouch verioiq meter had a settings issue and powered off during use. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that the meter issues occurred two weeks prior to contacting lfs. The patient does not take any medication to manage her diabetes and continued to follow her usual diabetes management routine in response to the alleged issue. The patient reported that one week after the alleged issue occurred she developed a symptom of ¿dizzy¿ which she associated with low blood glucose and a symptom of ¿thirsty¿ which she associated with high blood glucose however denied receiving any treatment. During troubleshooting the cca resolved the settings issue. The cca noted that there was no apparent misuse of the device and when the cca educated the patient on the meter behavior/auto shut-off function the issue was resolved. Replacement products were sent to the patient. This complaint is being reported as the patient suffered symptoms that meet lfs criteria of a serious hyperglycemic event after the alleged meter issue occurred.

Manufacturer narrative:
The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.